Manufacturer narrative:
The investigation determined that unexpected, non-reproducible negative vitros anti-hav igm results were obtained from a quality control sample processed on the vitros 3600 system. There was no evidence to suggest that an instrument or reagent malfunction occurred. The root cause of this event could not be determined.

Event description:
The customer obtained two unexpected, non-reproducible negative vitros anti-hav igm results (B)(6) from a (B)(6) accurun control fluid processed on the vitros 3600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action should they occur on patient samples. There was no report that patient samples were affected therefore there was no report of patient harm as a result of this event. The investigation determined the expected vitros anti-hav igm results for the affected samples were (B)(6). This report is one of two 3500a forms being submitted for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).